Event description:
It was reported that the patient received a jolting sensation and felt burned after going through a store security door. It was noted that the patient's implant was on her right side. It was stated that the store clerk said there was "more force on the left security door." It was also stated that the patient turned around in the door. It was further reported that the "current" also hit her programmer. The patient's stimulation was at 0.9v and she could see "the lightning bolt" image. It was stated that the patient could "barely feel the stimulation," but could feel it when the stimulation was increased to 1.0v. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient no longer has concerns regarding their therapy or device.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. There were no abnormal impedances and no surgical interventions. The hcp last saw the patient on (B)(6) 2012. The patient outcome was reported as no injury, and the patient did not require hospitalization. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had 3 separate occurrences of getting shocked when walking in or out of stores. The patient stated that the second occurrence was at least two years ago and the third occurrence was toward the end of (B)(6) 2018. It was also noted that the patient mentioned that her managing health care professional told her that the neurostimulator was at a low level likely nearing end of service (eos). There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Product ID 3093-28, lot # v556132, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).